Event description:
The user facility reported a cover on the elbow of a harmony lc dual light fell onto the floor during a pt procedure; the sterile field was not compromised. No injuries were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician arrived on site to inspect the light and found the knuckle cover was not in place and the spring arm had surgical tape holding the two halves of the spring arm cover together, indicative of misuse. The light was operable at the time of inspection, however the customer reported the light was drifting. The technician reinstalled the cover, adjusted each of the breaks to correct the drifting and returned the light to service. The surgical light is not maintained by steris; the user facility is responsible for maintaining the light. The service technician and district service manager spoke to the facility regarding the importance of properly maintaining the surgical lights and provided them with an offer to place the lights under the steris inspection and maintenance program; however, the user facility declined this offer.